Event description:
In 2005, the lay pt contacted lifescan with the assistance of a medical supply company agent. The pt alleged that his one touch ultra meter was reading in the incorrect units of measurement. The pt obtained a result of 7.8 mmol/l (converts to 140 mg/dl) on the reported meter compared to a result of 135 mg/dl on another device obtained within greater than 30 minutes of each other. The pt said he drank plenty of water after use of the meter. The pt saw a health care professional (hcp) and received no treatment. The hcp advised the pt to replace the meter. The customer service agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl. The pt was aware the meter units of measurement were set correctly. The pt did not confirm the meter had previously been set to the correct units of measurement. The meter and test strips were replaced.